Event description:
Dental lab indicated that the implant abutment fractured 4 months post restoration.

Manufacturer narrative:
Visual inspection confirmed that the ceramic abutment has fractured. The review of the DHR did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.